Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking and end of tubing near needle hub event on 25-jul-2024. No further information available.